Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up with post-paced t-wave oversensing on their ventricular lead. Programming changes made during the device check resolved the issue and the patient is in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that during a subsequent follow-up, post-paced t-wave oversensing was once again observed. Programming changes were recommended. No further information is available.